Event description:
It was reported there was no output on the ventricular side. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex on the ventricular side was out of specification due to a shorted diode. It was also noted that the upper case and lower case were broken and contaminated, the side bail covers were broken, the battery contacts were compressed, the lead flex cover was contaminated and the ring bail was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.